Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the ins was charging but isn't increasing. Additional information received from the patient stated that she was unable to determine if the ins was still working. She stated due to reduced back mobility she was unable to position the programmer over the implant. She stated the ins has shifted in the pocket and turned inward. The patient stated being unable to feel "the tingling". The patient reported the ins was charged to 75%. Patient was issued a new antenna to allow her to sync easier. It was reviewed that she can use the recharger to see if the stim is on and turn the stim on or off. It was confirmed stim was off. The patient stated being able to feel stim at 1.0 volts on group c. The patient planned to follow up with her healthcare provider (hcp) if her current programming was not working for her. There were no reported complications and no further complications were expected.